Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a 5.7 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the infrarenal angulation of 45 degrees. The proximal neck was 24.5-23 mm in diameter and 23 mm in length. The right iliac artery was 14 mm in diameter and the left iliac artery was 9.5 mm in diameter. The femoral arteries were 7.5 mm in diameter. The vasculature had some tortuosity, but was not strong. It was reported that after deploying 2 covered stent on the bifurcated stent graft, the c-arm suddenly overheated. The procedure was stopped and the c-arm was turned off. Ten (10) minutes letter the c-arm was restarted and the procedure was resumed. The rest of the bifurcated stent graft was deployed; however, when trying to release the suprarenal springs by rotating the blue thumbwheel, the suprarenal stents would not release. The tapered tip seemed too advanced forward normally when the thumbwheel was rotated. The physician left the main delivery system in place and then successfully implanted the contralateral limb. After implantation of the contralateral limb, it was discovered that the supra renal stents were now deployed. The physician did not touch the main delivery system when deploying the contralateral limb. The patient status prost-procedure was fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (deployment difficulty). (Overheated c-arm).